Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received that this smiths medical cadd prizm vip pump displayed false "wrong cassette" alarm. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.

Manufacturer narrative:
Additional information received on 31 january 2019 that there was no patient involvement during event. Device evaluation summary: one cadd prizm vip pump was returned for analysis in used condition. Visual inspection of the pump found the pump in good physical condition. The reported event was found in device event log. Functional testing included use testing. The pump was inspected and after attaching the cassette, the pump immediately gave "wrong cassette will not run". Upon further investigation of the pump, it was found that the pump had signs of fluid ingression around downstream occlusion sensor. The customer reported event was able to be duplicated. Based on the evidence, the compliant was confirmed. The root cause was user induced fluid ingression.